Manufacturer narrative:
(B)(4). This customer reported a failure to discharge. There was no report of negative pt impact. There were no ECG strips or event summary available for review. The device was evaluated by the hospital biomedical engineer and the device passed all testing. The biomed declined any further evaluation. The biomed could not rule out a use issue. We are unable to determine the cause of the reported symptom.

Event description:
This customer reported a failure to discharge. There was no report of negative pt impact.